Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to twiddler's syndrome. There were no adverse events associated with the twiddler's. The hospital has retained the lead.

Manufacturer narrative:
(B)(6) 2016 - an error was found on our initial report to the FDA where none of our dates were submitted on the 3500a. Implant and explant dates are (B)(6) 2016. The event date and the report date are also (B)(6) 2016. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.